Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely after reaching end of life (eol). This patient was hospitalized, and this ICD was successfully replaced. A request was then made to have data from this device analyzed. Data analysis found this pacemaker to have normal battery depletion. No additional adverse patient effects were reported. This device was eventually returned for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely after reaching end of life (eol). This patient was hospitalized, and this ICD was successfully replaced. A request was then made to have data from this device analyzed. Data analysis found this pacemaker to have normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely after reaching end of life (eol). This patient was hospitalized, and this ICD was successfully replaced. A request was then made to have data from this device analyzed. Data analysis found this pacemaker to have normal battery depletion. No additional adverse patient effects were reported.